Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred intermittently. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose was 354 mg/dl. Customer administered a manual injection to address bg and went to the hospital. Customer was subsequently admitted to the intensive care unit with diabetic ketoacidosis and treated with intravenous fluids of saline and insulin, "magnesium and another unknown substance the caller can't remember", resolving the issue with no permanent damage. Customer still in hospital at time of report so no release date could be obtained.